Event description:
During shift check, the customer noted the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on that cannot be cleared. Also, the lifeband(lot #unknown) will not retract on the platform. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-00300 for the lifeband.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on that cannot be cleared" was confirmed during functional testing and review of the archive data. The root cause of the ua07 advisory message was the defective load cell modules, likely attributed to mishandling such as a drop or a defective component. During further visual inspection, the front enclosure was found cracked. The observed physical damage was unrelated to the reported complaint, and appeared to be the characteristics of user mishandling. The front enclosure will be replaced to address the issue. A review of the archive data found several user advisory (ua) 07 on february 9, 2022; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test indicated both load cell modules were defective. The load cells will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4), reported date on feb 19, 2019, the root cause was due to the defective load cells.